Event description:
I am reporting an adverse event related to mentor siltex high profile cohesive silicone breast implants, which were implanted 19 years ago and explanted in (B)(6) 2025 due to systemic symptoms and evidence of gel bleed. Over the past several years, I developed numerous and worsening symptoms consistent with breast implant illness (bii) and autoimmune/inflammatory syndrome induced by adjuvants (asia), including: severe and chronic muscular pain debilitating fatigue sjögren's syndrome with severe dry eyes vertigo, vestibular neuritis, and balance issues hypothyroidism and elevated tsh pathological hair loss and urticaria chronic bronchitis, uterine fibroids, and unexplained neurological symptoms I underwent explantation surgery with a qualified breast surgeon and pathologist. The implants were removed intact (not ruptured) and returned to me for documentation. However, the histopathology report confirmed gel bleed and extracapsular migration of silicone, as evidenced by the presence of refringent translucent material consistent with silicone: inside the periprosthetic capsule in the breast parenchyma in the periprosthetic fluid (confirmed cytologically) these findings confirm that silicone components migrated outside the implants and into the surrounding tissues despite the shells being physically intact. No warning of this risk was provided at the time of implantation. The systemic impact has caused significant impairment in my quality of life. I required medical help to prevent further damage and long-term harm. I believe this case reflects a serious underrecognized risk associated with silicone gel implants -- even those considered intact -- and underscores the need for deeper investigation and regulatory awareness about gel bleed and chronic exposure to silicone compounds. Full documentation, including histopathology and clinical reports, is available upon request. I am available to provide further testimony, photos, or copies of my explanted implants. Histopathological examination confirmed extracapsular silicone migration (gel bleed) despite the implants being physically intact. Refringent translucent silicone-like material was observed in the periprosthetic capsule, breast parenchyma, and periprosthetic fluid. I was diagnosed with seronegative sjögren's syndrome last year these findings are consistent with breast implant illness (bii) and/or asia syndrome and demonstrate significant systemic impact despite non-ruptured implants. Patient:1732; 1994; 1849; 1814; 2134; 4816; 4401; 4860; 1877; 2278; 1752; 4552; 1982. Device: 1267. Reference reports: mw5174132.